Event description:
The patient originally underwent pacemaker implant 8 years ago for complete heart block. Five years ago he was upgraded to an ICD due to a non-ischemic cardiomyopathy. At that time his left subclavian vein was found to be occluded, so the new device was implanted on the right side. The pacing leads on the left were abandoned. He has done well since even though he ventricularly (v)paces 100% of the time he has remained asymptomatic from a congestive heart failure (chf) standpoint (nyha class I). At his last ICD check he was noted to be nearing elective replacement indicator (eri). Today he was feeling in his usual state of health when he abruptly received 7 shocks and passed out. When ems came he was found to have a heart rate in the 20s without evidence of pacing. He was brought to the ER and stabilized with transcutaneous pacing. ICD interrogation revealed that his right ventricular (rv) ICD lead, which is a medtronic 6949 sprint fidelis, was fractured with impedance > 2500 ohms, and that the shocks had been for lead noise. Additionally the lead was unable to capture the ventricle even at maximum output. Device detection was turned off and a temporary wire was placed by the ER staff.